Event description:
It was reported that the ilet pump did not connect to a dexcom g7 sensor, with the pump remaining in pairing for approximately thirty minutes and no alerts recorded; troubleshooting included a pump restart and education on allowing additional time for reconnection. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included technical support troubleshooting and user-guided reboot. Investigation of this case revealed a communication issue between the pump and cgm sensor with signal loss to the pump, with no hardware damage identified and no alert generation noted. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient connectivity interference.